Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed all functional testing including bench tests, and internal inspection. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device had an unknown failure following a defibrillation. This is all the information provided at this time. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.